Event description:
On (B)(6) 2012 customer reported that the probe on the act diff 2 analyzer was dripping on the top of the tubes. The leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the probe was not retracting all the way into the rinse block. Fse replaced the needle and this resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).